Event description:
A 2.25mm diameter x 24 mm length endeavor sprint rx drug-eluting coronary stent delivery system was inserted into a pt for the treatment of a mid lad lesion. Lesion morphology was reported to be moderate tortuous and moderate calcification with 80% stenosis. The lesion was pre-dilated. It was reported that the physician inserted the endeavor sds and was attempting to reach the lesion site, however, he was unable to cross the lesion. The delivery system was removed and the lesion was pre-dilated a second time. The endeavor sprint was re-inserted; resistance was felt prior to the primary curve of the guiding catheter. The physician was only able to advance to the left main; further resistance was noted. It was reported that the delivery system was being removed with strong resistance; upon removal, it was noted that the stent had dislodged. Fluoroscopy was performed; the stent was not found. Many attempts were made to find the stent and it was not found. The case was completed by the lesion site being pre-dilated and another MFR's stent implanted. The pt is fine and was discharged. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product. Eval summary: medtronic has received the device and its analysis has been completed. There was clear evidence of crimp/bake impressions on the inflated balloon. There was crystalized solution present in the balloon. There was no kinking on the device, the guide wire entry port was slightly stretched, and there was no damage to the catheter tip. The stent was not found during the pre evaluation. The stent was not found during the post eval. The procedural images provided showed a stent deployed proximal to mid vessel. There appeared to be in-stent re-stenosis within this stent. There also appeared to be a lesion immediately distal to the deployed stent. Image 9 to 29 showed the repeated pre-dilatation of the stent and the distal lesion with the stenosis remaining unresolved. There was no evidence of a stent and delivery system being introduced and being withdrawn without the stent being deployed. There was no evidence of the dislodged stent on the images provided. Image 33 to 36 shows the delivery and deployment of what was most likely another MFR's stent in the vessel distal to the previously deployed stent. Images on the second portion of the cd show the fluoroscopic images of the body. Review of these images did not locate the dislodged stent.

Manufacturer narrative:
Eval results: inherent risk of procedure (stent dislodgement), pt's condition affected effectiveness of device (moderate tortuosity with moderate calcification and 80% stenosis), failure to follow instructions (IFU notes that if resistance is encountered do not use force. Conclusions: device failure related to user handling (IFU notes that if resistance is encountered do not use force), device failure/lack of effectiveness related to pt condition (moderate tortuosity with moderate calcification and 80% stenosis). Other, secondary intervention.